Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad trace. All the operating currents were within specification. The device passed the self test. No unexpected weak battery alarm noted during testing. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly found. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and weak battery. Customer stated the buttons are not working. He changed the battery and got weak battery alarm. No blood glucose reading provided. Customer stated the insulin pump might have been exposed to moisture due to rain. Advised the customer that insulin pump would be replaced. Customer declined to troubleshoot. No further information provided.